Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 22.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported the patient presented for a normal follow-up were lead noise and low, out of range pacing lead impedance were observed. The lead was capped and replaced on (B)(6) 2016. Patient is doing well and will continue to be monitored.